Event description:
It was reported the patient presented to the emergency department after experiencing multiple shocks. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks for atrial fibrillation (af). No changes or interventions to the ICD were made. The patient was in stable condition.